Event description:
A malfunction was reported on the pump by the caller, who noted no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, which was successful, and the malfunction code did not recur. The customer was advised that they could continue using the pump, although they chose not to resume insulin immediately, opting instead to perform a software update.